Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye and exchanged with a symfony optiblue lens as the patient was unhappy with with distance vision, no refractive error. Lens is not being returned. No other information is available.

Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.